Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Femoral embolectomy - "patient required a femoral embolectomy using catheters, consultant performed 2-3 sweeps of catheter at which point catheter became stuck. Balloon was deflated but still stuck at one point. Consultant had to pull fairly hard to dislodge catheter at which point, it was noted the balloon had burst and the balloon tip was missing. Also, the internal wire of balloon had started to unravel. Unfortunately, the tip was not found. The consultant had to perform a further arteriotomy and patch plasty at the point where the catheter had become stuck. A further sweep was performed to ensure blood flow to the limb was patent, which it was, the procedure was then complete. The patient was then sent back to the ward. The hospital was unable to say yes/no to the questions about life threatening injuries and permanent damage to structure as the patient is still being observed." Patient status: "leg is still profused and blood flow at present is not compromised. A further arteriotomy was performed along with patch plasty."